Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. Medical records identified that the patient sustained a fall with a right intertrochanteric fracture, which caused minimal displacement. Additionally, the records confirmed that the patient developed nonunion and displacement of the right trochanteric fracture. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-08461.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Date of event - unknown date in (B)(6) 2017. Concomitant medical products: unknown shell, unknown head, unknown liner. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient sustained a fall with a right intertrochanteric fracture that was minimally displaced approximately eight years post-implantation of right total hip arthroplasty. Patient developed fracture of the ischium and of the anterior column of right acetabulum. Patient went on to develop a nonunion and further displacement of right trochanteric fracture.